Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the 2 test kits from kaiser, so this is an out of box issue. When the customer performed the 2 tests correctly, the test cassette showed red line next to the t-line ,and nothing next to the c-line. The customer sent a picture of 1 of the 2 test cassettes. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4129006 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Thirteen retention samples were tested with positive control by following the finished product release procedure and the sampling plan. All samples meet qc specifications, and no defects were observed. There was no complaint issue from the retained cassettes. The complaint is not confirmed or verified the following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the 2 test kits from kaiser, so this is an out of box issue. When the customer performed the 2 tests correctly, the test cassette showed red line next to the t-line ,and nothing next to the c-line. The customer sent a picture of 1 of the 2 test cassettes. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.